Event description:
Reference number (B)(4). Event occurred in saudi arabia. On (B)(6) 2024, reported that patient faced 10 infusion set packaging was not sealed properly misshaped or sterile, packaging not intact. Customer confirmed that like it has been exposed to high temperature. No further information available.

Manufacturer narrative:
Initial and final MDR (B)(4).